Event description:
It was reported that a patient presented with cardiac perforation noted on the right ventricular lead. The lead was explanted and replaced on (B)(6), 2026. No adverse patient consequences were reported.